Manufacturer narrative:
The console was received from the customer and an investigation regarding the returned device has been completed. The console logs were consistent with what was reported in the complaint. Multiple instances of controller failure (purge pressure sensor defective) alarms were observed in the logs. In addition to the controller failure alarms, multiple battery failure (transport connection blown/missing) alarms were observed in the logs. The console was tested and the reported controller error was able to be reproduced during testing. Troubleshoting of the controller failure by swapping out the purge pressure sensor with a known good one resolved the issue. Results of running batttest revealed that all of the cells in both batteries had voltages of below 2400mv. The root cause of the reported controller failure was likely a defective purge pressure sensor. The root cause of the observed battery issue was identified as depleted batteries, which resulted in a battery lockout.

Event description:
While performing preventive maintenance on an automated impella controller battery issues were identified. New batteries were procured to resolve the issue. Patient involvement was not reported. Additionally, investigation findings found multiple instances of controller failure (purge pressure sensor defective) alarms were observed in the logs.